Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the valve had no elasticity and did not function. The valve was never implanted and there was no injury to the patient.

Manufacturer narrative:
Testing could not be completed due to the device being damaged during the disinfection while in the autoclave. The inlet has melted shut precluding any device analysis. Proteinaceous debris was observed within the interior and exterior of the valve. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.